Manufacturer narrative:
Other relevant device(s) are: micra; model #: mc1avr1, expiration date: 2021-08-28, serial#: (B)(4); UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 2020-10-27. Device evaluated by MFR? Yes. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a leadless implantable pulse generator (ipg) following an unrelated transcatheter aortic valve replacement (tavr). Approximately eight days post implant the patient presented with tamponade, and unsynchronized rhythm was noted on telemetry. A device check determined normal device function with gradually rising thresholds. A pericardial drain was placed to address the fluid build up and pressure around the heart. The ipg remains in use. No further patient complications have been reported as a result of this event.